Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014; dtba1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited high thresholds that had risen since implant. It was also reported that there was no capture with radial pulse monitoring by the nurse and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated the lv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.